Event description:
It was reported that approximately five weeks after implant the patient had positive blood cultures consistent with infection. It was noted that the patient was very high risk for infection due to diabetic status and dialysis port. The implantable pulse generator (ipg) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).